Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt failed a pulse test during a distributor evaluation. The cause for the failure was isolated to a damaged pulse wire in the distribution node. A hole was found in the pulse wire insulation, which resulted in a short during pulse testing. The root cause for the damaged pulse wire insulation could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
While investigating an electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed during a pulse test at the distributor.